Manufacturer narrative:
Event date: this event occurred between (B)(6) 2021 - (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was found in three (3) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was noticed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: february 24, 2021 - february 25, 2021. H10: two (3) actual samples were received for evaluation. Unaided visual inspection was performed along with magnification which verified loose particle matter (unknown) inside the fill port. The reported condition of particulate matter was verified in 1 sample; however, not verified in the remaining 2 samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.